Manufacturer narrative:
Device evaluation: visual analysis of the photographs identified: red and yellow particle material on the shell, opening, red tissue. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "implant is found ruptured", "recurring inflammation".

Event description:
Patient reported the left side events of "implant ruptured" and "recurring inflammation". Patient also reported "rheumatic pain", "joint pain", "intestinal problems", "skin and mucous membrane irritations", "visual disturbances", and "fibroma complaints" which are not device related. Device status is unknown.